Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 1.1, lab: 2.3. Time between testing two - three minutes. Therapeutic rage 2.0-2.5. Last dose of coumadin was the day before.

Manufacturer narrative:
Investigation pending.